Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, (labeling), complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon explanted tecnis symfony toric multifocal intraocular lens (zxt150, +23.5 diopter) from patient¿s operative eye. Reportedly lens from another manufacturer was used as the replacement lens for the patient. No further information provided.